Event description:
The customer reported to olympus, the evis exera iii duodenovideoscope experienced an error message; water in the device and cannot be evacuated. It is unknown when the event took place. There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, it was discovered that there was a gap of adhesive on the distal end/ stain entered inside the lens through the gap. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s allegation of water in the device and cannot be extracted could not be confirmed. The suction function from the device worked. Additionally, foreign material on the groove or gap of the distal end was found due to insufficient cleaning or handing problems. The distal end had foreign materials as well from water tightness of the forceps elevator being lost. Additionally, the following findings were also identified, and are as follows: (a.) The switch box had a dent, (b.) The suction cylinder (s-cylinder) has no color, (c.) The plug unit is damaged, (d.) The scope connector case unit (sc-case unit) had a crack, damage or deformation of parts, (e.) The light guide lens had a crack, (f.) The connecting tube had a cut, (g.) The distal end had foreign material or a stain, (h.) Due to annual inspection, parts must be replaced, (I.) Adhesive around the objective lens had a crack, (j.) Water tightness of the forceps elevator was lost, (k.) There was corrosion around the forceps elevator (l-arm), (l.) And the universal cord had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see update to b5 information was inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to reprocessing could not be conducted properly due to leakage from forceps elevator. The event can be detected and prevented by following the instructions for use (IFU) sections: the detection method in operation manual chapter 3 preparation and inspection. The preventative measures in reprocessing manual chapter 5.5 manually cleaning the endoscope and accessories. Olympus will continue to monitor field performance for this device.

Event description:
The event occurred during reprocessing.